Manufacturer narrative:
At the time of this investigation there wa no trend or CAPA identified for this event type. The device history record review did not identify any non-confomrances or deviations. The lot was manufactured per specifications and met acceptance criteria. Complaints of this nature are monitored through tracking and trending. If a trend is detected further investigation shall be conducted through the CAPA/ continuous improvement process. No further actions are required at this time. Complaint number (B)(4).

Event description:
It was reported there was an unknown procedure performed on (B)(6) 2021. During the cage deployment, the surgeon did not notice that the holder happened to lean outward. Without noticing that he tapped the cage. Then the cage broke. Because the cage had been deployed deep in the intervertebral lesion, he decided not to extract it. The procedure was completed in less than 30 minutes surgical delay. No further information is available.